Event description:
It was reported that this pacemaker exhibited noisy signals. The device also displayed an alert for right ventricular (rv) intrinsic amplitude out of range. Technical services (ts) reviewed electrogram (egm) and looks non physiologic. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device is exhibiting far field oversensing.